Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported against unknown side, "resected a piece of patient's tissue due to pain they have been experiencing since the implantation," "intraoperatively the device turned out to be intact, so it was re-implanted into the same patient." And " "constriction of the implant through the capsule" baker grade unknown. The device has been removed with a partial resection of the device capsule and then re-implanted.